Event description:
Upon completion of a diagnostic left heart cath, the left brachial puncture site was closed with the duette closure device. Patient complained of pain with insertion of closure device. Pain continued even after closure device was deployed. Unable to palpate or doppler pulse distally in the left arm. Vascular consult done and patient was taken immediately to surgery. Patient was transferred to ICU after surgery. Patient still has no pulse by doppler in left arm. Patient was taken back to the operating room twice for procedures to restore circulation to hand due to clotting. Patient currently has intermittent pulse by doppler.